Event description:
It was reported that a home patient (hp) experienced a failure to follow therapy steps on the homechoice device. The failure to follow therapy steps was further described as the patient not being connected during the initial drain. The hp was not connected at the time of the event. During troubleshooting, it was noted that the hp had connected to the homechoice device but then disconnected. The technical service representative assisted the hp to end therapy and advised the hp to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Initiating therapy before connecting is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.